Event description:
Boston scientific received information that during a follow up high out of range pacing impedances were noted on this right ventricular lead. It was noted that the pacing impedances had been high since 2010 but were now out of range. A review of the stored episodes by technical services noted no noise and all other measurements were within normal parameters. At this time the system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information becomes available this investigation will be updated.